Event description:
It was reported during an ablation procedure that the patient experienced a intracranial bleed that required a craniotomy. According to the physician, the bleed occurred due to incomplete dilation of the dura.